Event description:
On (B)(6) 2013, the customer reported that this right atrial (ra) lead exhibited a low out-of-range (oor) pace lead impedance (pli) measurement less than 200 ohms and the right ventricular (rv) lead exhibited a high pacing threshold. These two leads were explanted and implanted with new leads. No adverse patient effects were reported. The return of the product is not expected. The lead was actively implanted for approximately 11 years, 5 months.

Manufacturer narrative:
Per the customer, the lead is not expected to be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The lead was explanted and a new lead implanted; no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model was reviewed. No trend of the same or similar type found or indicated.